Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated he noticed bubbles in the water line and both of the dual resolution dilutors (drds) . The customer removed the bubbles in the water line, primed the drd's, checked the connection tubing on the water bottle. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse tightened all connections, primed the instrument and cleaned the drd seals. Then, the cse ran water testing preventive maintenance, which resulted within specifications. A siemens headquarters support center (hsc) specialist reviewed the service report and determined that the instrument was functioning as expected after drd maintenance service was performed. The cause of the discordant, falsely elevated estradiol (e2) result is unknown. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
A discordant, falsely elevated estradiol (e2) result was obtained on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s) as it failed the laboratory delta check. The same sample was repeated the next day, on the same instrument, resulting lower. It is unknown if the repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated e2 result.